Event description:
It was reported that pump displayed cartridge change error and caller was unable to successfully load cartridge despite following on-screen steps. There was no adverse impact to the customer¿s blood glucose level. Customer inspected and discarded damaged cartridge, filled new cartridge, cleaned pump area, and used pump case as instructed, but loading remained unsuccessful, so customer support arranged replacement pump, confirmed shipping details, instructed customer to use multiple daily injections as backup, guided customer to place pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.